Manufacturer narrative:
Product analysis: analysis determined that the programmer touchscreen was out of calibration. It was noted that the hinge plate cover was missing screws, cord bay latches left and right were broken, and the right upper and lower bullets were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not work. The programmer was returned. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.